Event description:
Additional information: it was reported on (B)(6), 2012 that the device was electively removed for spinal fusion. It was reported approximately a week later that both the pump and catheter were removed. The physician noted that the pump was only removed as 'patient planned procedure'. The patient was hospitalized for the event but was reported as no injury.

Event description:
It was reported that patient was to have a spinal fusion surgery; however the catheter was in the way of the surgery. Per the healthcare provider the catheter and pump had to be removed completely for the surgery. Patient was hence been trying to get off morphine for four months. It was stated on (B)(6) 2012 the pump was turned off and had 15 ml of morphine in it; saline was not added to the pump. Patient was to have the pump and catheter explanted. The pump had started alarming on (B)(6) 2012. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, serial# , implanted: 2008-(B)(6), explanted: unk; catheter model: 8578, lot# n135370, implanted: 2008-(B)(6), explanted: unk. (B)(4).